Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported balloon rupture. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model u4150415rx pta balloon dilatation catheter allegedly experienced material rupture. The information was received from a single source. One patient was involved with no reported patient injury. Age, weight and gender were not provided.